Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 125 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had intermittent down arrow button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked display window, cracked case at the display window corner, cracked belt clip slot, cracked reservoir tube lip and a stained end cap sticker.